Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that adjustment of the door switch within the gantry resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site representative reported that, while outside of a procedure, the gantry door of the imaging system would be closed but the pendant displayed the door was open. After manual force was applied to the side of the gantry, the message would leave the pendant. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.